Event description:
At the implantation procedure, after this device was connected to the leads, no pacing was present. In addition, the impedance was >3000 ohms. Therefore, this device was not implanted.